Event description:
It was reported that the patient presented remotely via merlin.net and the ventricular lead exhibited noise. The patient presented in clinic and the noise was reproducible with pocket manipulation. The lead was explanted and replaced. The patient was well post procedure.

Manufacturer narrative:
(B)(4). Analysis description: final analysis found insulation abrasion noted at 9.1cm-9.5cm from connector pin. The abrasion was consistent with constant friction to another implantable device. This likely caused the reported complaint of noise.